Event description:
This lead was implanted on (B)(6) 2010 and remains explanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical support on 6/13/2013 stated that this rv lead caused diaphragmatic stimulation. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).